Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged before use. This was reported to have happened sometime in the last 16 months. No additional pt or event info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the device because it was not returned for eval. Stent movement/dislodgement can occur if the device is mishandled or not prepped per the instructions for use.